Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-05198. It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft. The 3.50 x 24mm and 3.50 x 16mm synergy ii everolimus-eluting platinum chromium coronary stent systems were advanced to the lesion; however, it was noted that the devices ran into something and the stent struts got mangled. The procedure was completed using a shorter synergy stent. No patient complications were reported.